Manufacturer narrative:
(B)(4). One used ultrasite valve, without packaging, was received for evaluation. A 10ml b-d syringe was attached to the ultrasite valve. The syringe was removed and upon visual observation of the ultrasite valve, two small cracks were noted within the middle of the threads of the molded ultrasite valve body. The valve was then functionally tested for leakage according to specification. Leakage was confirmed through the cracks. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. There were no other reports of this nature against the reported lot number. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the ultrasite valves leaked. The leaks were noted upon flushing when the continuous infusion pumps were unhooked from the patient. One of the valves possibly had chemotherapy medication leak out, due to the white residual noted on the valve.